Event description:
It was reported that a malfunction occurred on the customer's pump, with the malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to reset the pump, but after receiving assistance from technical support, the malfunction did not recur. Nevertheless, technical support decided to replace the pump, ensuring the customer had the necessary instructions for returning the old pump and preparing the new one. The replacement pump was sent out with instructions for the customer to transfer pump settings and connect their continuous glucose monitor.